Event description:
Medtronic received information through literature review of "subarachnoid hemorrhage in a multimodal approach heavily weighted toward mechanical thrombectomy with solitaire stent in acute stroke¿ yoon w. Jung my. Jung sh. It was reported that 12 patients exhibited a new hyperdense lesion within the subarachnoid space on the immediate post-therapeutic CT scans.; 5/12 (1 with subarachnoid hemorrhage (sah) and 4 without sah) had underlying intracranial atherosclerotic stenosis; 1 patient had symptomatic hemorrhage. Patients with sah exhibited no postprocedural neurological deterioration or associated symptomatic parenchymal hemorrhage; 9 /12 patients with sah showed alert or drowsy mental status after endovascular therapy.

Manufacturer narrative:
The report was created to capture the complications reported in the article and can be found online (B)(4). The devices involved in the event were not returned for evaluation. There has been no correspondence regarding return of the device. The lot history record review was not possible as the lot numbers were not reported. (B)(4).